Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead was fractured. Surgical intervention was taken to explant and replace the lead. The lead was completely shredded upon extraction so it was not returned for analysis. No additional adverse patient effects were reported.